Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via returned reply card an intraocular lens (iol) was stuck in the delivery system during implant. There was confirmed patient contact but no reported patient impact. Additional information was requested.

Manufacturer narrative:
Qualified associated products were indicated. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The manufacturer internal reference number is: (B)(4).